Event description:
Healthcare professional reported a patient was injected with 2mls of skinvive¿ by juvéderm® into the lower face and marionette areas and other products, including sylfirm, and seven months later experienced a bump under the skin in the right lower mandible. Healthcare professional wonders if it could be a possible delayed onset nodule. A CT scan was done about a month and a half after onset noting "dermal thickening". A kenalog injection was performed and event has not resolved.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with 2mls of skinvive¿ by juvéderm® into the lower face and marionette areas and other products, including sylfirm, and seven months later experienced a bump under the skin in the right lower mandible. Healthcare professional wonders if it could be a possible delayed onset nodule. A CT scan was done about a month and a half after onset noting "dermal thickening". A kenalog injection was performed and event has not resolved.

Manufacturer narrative:
Additional, corrected, and/or changed data: h6.